Manufacturer narrative:
It was originally reported the screw was discarded, however, it was returned for evaluation. The returned 14-526214 (lineum 3.5mm x 14mm cc screw) was visually inspected by quality engineering. Initial inspection confirms the reported complaint, the product is labeled as 14mm but is a 12mm screw. The root cause of this event cannot be conclusively determined with the available information. The device was mislabeled at its site of manufacture and was determined to be an isolated incident limited to one part, following a review of recent complaints and remaining inventory.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the investigation.

Event description:
The sales associate reported receiving a screw with incorrect etching. He reported that the laser marking has 14mm, but is actually 12mm. The screw was discarded.